Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - it was later reported that on (B)(6) 2024 the lens was explanted. A planned slt laser and ongoing care is noted. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2; -17.50/+1.00/070 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2023. The surgeon notes there is elevated intraocular pressure, additional pi performed, and medicated drops were prescribed. The eye continues to fluctuate. Lens remains implanted. The cause of the event was reported as unknown. The problem is not resolved.